Event description:
The customer reported during extended self test, the device failed the patient wye not blocked test. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Contact information: (B)(4).

Event description:
The customer reported during extended self test, the device failed. The patient wye not blocked test. There was no reported patient involvement.